Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had been having some problems with their stimulator. It had been hurting a lot since (B)(6) 2016 and shocking on and off since implant on (B)(6) 2015. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had notified their managing health care provider (hcp) about the shocking sensation and pain. The patient was told to go to the ER and that their primary hcp didn't have their records regarding their pacer, even though they had been their hcp for over 20 years. The patient had an appointment with their hcp on (B)(6) 2016. There was nothing that led to the shocking sensation and pain with the patient's current implant. The patient had the pain and shocking since it was placed in (B)(6) 2015. Nothing had been done yet to resolve the shocking sensation and pain. The patient went to the ER and they said they could not check it and gave the patient fluids.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.